Event description:
During routine culture performed of leech shipping water upon delivery by the healthcare facility pharmacy, rhodococcus erythropolis, morganella morganii and ochrobactrum species were detected. All leeches in the shipment were destroyed. They were not used on a patient.

Manufacturer narrative:
Prior to release for sale, leeches are subject to microbial testing and must conform to specifications prior to release. Subsequently the leeches come into contact with bottled distilled water only, including within the packaging container for shipment to a healthcare facility. Review of manufacturing documents has confirmed conformance with all applicable requirements by the affected lot. It is unclear whether the rhodococcus erythropolis, morganella morganii and ochrobactrum species detected by the healthcare facility were present in the shipping water or whether the water was contaminated during the process of sampling or culturing at the healthcare facility. In addition, it must be noted that in accordance with device instructions for use leeches must be removed from shipping water and placed in a container of clean water immediately upon receipt. Also, prior to use on a patient, leeches must be rinsed and maintained in clean water for no longer than four hours in order to prevent undue microbial contamination of the product and the water it is in contact with. The results obtained by testing shipping water cannot be considered representative of the product during clinical use. Patient infection by rhodococcus erythropolis or other rhodococcus strains has not been linked to leeches in literature and is rarely reported with regard to other routes of transmission. The sensitivity rate of rhodococcus erythropolis to ciproflaxin, one of the antibiotics recommended in the leech user manual for prophylactic use, is equal to or greater than 80%. Antibiotic susceptibility testing performed by the healthcare facility on the contaminated samples showed the morganella morganii and curtobacterium species to be susceptible to both ciproflaxin and trimethoprim/sulfamethoxazole. Thus, routine prophylactic antibiotic treatment as recommended by product labeling is advisable to mitigate any remaining risk of infection. After issuing the complaint the healthcare facility destroyed all leeches. Testing of the leeches themselves was no longer possible. Investigation is in progress. If additional information becomes available, a follow-up report will be submitted.